Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: south korea. It was reported that when the user unpacked the histoacryl, they were solidified and leaked with bended tip. All med watch submissions related to this report are: 3003639970-2018-00410, 3003639970-2018-00412, 3003639970-2018-00413.

Manufacturer narrative:
Samples received: 1 open pouch. Analysis and results: this is the third complaint received for this code batch regarding the same issue. The two previous complaints were closed as confirmed. We manufactured and distributed in the market (B)(4). There are no units in stock in b. Braun surgical warehouse. We have received one open pouch, the ampoule received has been optically evaluated and a defect in the tip of the ampoule was found. The tip is bent, the leakage of the glue occurs at this point. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of the sample received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in the sample received. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.